Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 480 mg/dl. The customer had treated with 10 units of manual injections. The insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.